Manufacturer narrative:
The estimated event date is (B)(6) 2025. The estimated implant date and explant date is (B)(6) 2025.

Event description:
During an initial implant procedure, there was a failure to sense observed on the right ventricular (rv) lead. The rv lead was explanted and a new rv lead was implanted to resolve the event. The patient is stable.